Manufacturer narrative:
Stryker further evaluated the customer's device and could not verify or reproduce the reported issue of the device powering itself on when the lid is closed, however the reported issue of the device not powering on when the lid is opened, as confirmed. The root cause of the device not turning on when the lid is opened is due to a faulty reed switch on the pcb assembly.

Event description:
A customer contacted physio-control to report that their lifepak cr2 would automatically turn on with a closed lid. After device return and initial evaluation by a physio control representative it was observed that the device would not power on automatically when opening the device's lid. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and confirmed the reported issue. The device is unable to be repaired. The device will be forwarded to the product assessment center (pac) in (B)(4). A warranty replacement device has been requested for the customer. The electronic device records will be downloaded and evaluated for root cause of the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their lifepak cr2 would automatically turn on with a closed lid. After device return and initial evaluation by a physio control representative it was observed that the device would not power on automatically when opening the device's lid. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.